Event description:
It was reported that the patient presented to the emergency room with pocket erosion and pocket infection. It was noted that the pacemaker and leads were protruding through the patient's skin and had eroded through the skin. The pacemaker pocket was grossly contaminated. Echocardiography and fluoroscopy were performed. The entire system, including the pacemaker, right ventricular lead, and right atrial lead, was explanted. The patient remained stable following the condition.